Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 4 MDR's filed for the same patient (reference 3002806535-2016-00830 & 1825034-2016-04651 / 04653).

Event description:
Patient reported experiencing continued hip pain approximately 12 months post-implantation.

Manufacturer narrative:
This report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2017-11226.